Manufacturer narrative:
Evaluation: method - device history record review. Results - device history record review: review of the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens, but there is no direct evidence that leads to the root cause of this complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history report review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - lens work order search. Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the product. A lens work order search was performed and no similar complaint was found.conclusions - (no conclusion can be drawn): based on the complaint history and lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4)

Event description:
The reporter stated the physician attempted to implant a aa4203tl silicone single piece lens with toric optic in the patient's left (os) eye. The lens did not sit in the eye. The lens popped out. There was no patient injury. Additional information has been requested from the physician. A medwatch supplemental will be submitted when additional information is available.